Manufacturer narrative:
Per investigation by the manufacturing site: lot code was not provided therefore manufacturing history cannot be retrieved. Evaluation cannot be performed due to light cable not being returned. Possible root cause for failure may be attributed to the defective connection point between the light cable and the scope's adapter. This nonconformity has been identified and being addressed internally. This event is filed under internal case number (B)(4).

Manufacturer narrative:
Additional information: received a copy of the medwatch (number (B)(4)) which customer filed from their end. I updated section a with addtional patient information. Customer will not return the device to us, and therefore will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case number (B)(4).

Manufacturer narrative:
Customer will not return the device to us, and therefore will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case # (B)(4).

Event description:
It was reported that during a cystoscopy on (B)(6) 2024, the patient was burned by the light cord. The light source was on but not attached to the scope. The light cord was draped across the patient and they sustained a burn.

Manufacturer narrative:
Additional information is provided per FDA request in section h10. The event is filed under internal karl storz complaint ID: (B)(4).